Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and the controller was stable. Log file analysis revealed several premature power switching events. This observation was most likely due to communication errors and/or due to momentary disconnections between the controller and batteries. Momentary disconnections, however, will  result in an audible beep or tone. As a result, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections .the manufacturer has opened an internal investigation to evaluate communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient heard a sound like the "no power" alarm, but he/she was not able to see any message on the controller's screen. The sound happened mostly while the patient was moving, but it could also be heard while still. Also, the sound was reproduced with multiple combinations of batteries and ac adapters. The controller was exchanged successfully with no reported patient impact or consequences.